Manufacturer narrative:
The device(s) have not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported that surgeon was having trouble with tricut blades breaking during surgery. The quantity of blades that broke is unknown. The sales rep stated that the surgeon may have been clamping a navigational device onto the blades, possibly causing friction. There was no patient impact or injury reported.